Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter: it was determined that the q-site attached to a lumen of a uvc line was leaking. Customer response 06/11/2025 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event.---none¿due to active response from medical staff. 2. Please let us know the medication being administered and leaked? Was it a chemotherapy drug?---dextrose.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4353761. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.